Event description:
A surgeon reported fibers were present in the eye during the post-op exam. The surgeon stated, the patient required a second procedure to remove the fibers. The surgeon also stated that the patient is doing well. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 10/16/2009.